Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While inserting the easy guide lumen kinked causing the wire to puncture and exited outflow with the easy guide lumen left doubled over itself still inside the catheter. It was then easily removed. The impella then advanced with ease. Also, during this case, sheath was exchanged for repo sheath. First forward suture broke, so a second placed on the lateral suture pad. After holding pressure for 5 minutes on repo sheath, brisk and arterial like bleeding from the original suture puncture site. The physician came to bedside to assess and said that the tech must have hit a small artery while suturing and to hold additional pressure. The site was then clean and dry. The patient expired on support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.